Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) events were identified. This occurred in the therapy initiated on (B)(6) 2013, during night drain cycle three. The patient's ultrafiltration reading was 1739ml, indicating the home patient (hp) drained 1739ml more than their maximum programmed fill volume of 2500ml. No additional information is available.

Manufacturer narrative:
(B)(4). The iipv was confirmed through the event log. The cause of this iipv event was determined to be from one or more cycle advances to the next fill when a slow / no flow occurred, above the minimum drain volume threshold. If additional relevant information is obtained, then a follow-up MDR will be submitted.